Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: - animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 07/31/2015 with the following findings: review of the black box data revealed record dates from (B)(6) 2015- (B)(6) 2015. The black box records from the date of the alleged event had been overwritten due to continued patient use of the insulin pump. The available black box records revealed no evidence of a battery life issue. The returned battery cap was able to be properly secured to the pump for investigation. On examination, the battery compartment was noted to be cracked below the grip pad. On investigation, the pump powered on normally. The electrical current draws were measured to be within specifications. A battery life issue was no duplicated during the investigation. The pump case was removed for further examination and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. Unrelated to the original complaint, the display was noted to be dim and discolored. (B)(4).